Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient had seizures due to hypoglycemia while using the infusion device. The display of the infusion device was defective which showed a spot on the screen. The reporter alleged the incident occurred due to the patient not understanding her result from the defective display. The patient received a result of 40 mg/dl at 3:00am and 129 mg/dl at 3:40am. It is unknown on which device these results were taken on. The paramedics treated the patient with glucagon. The patient was not taken to the hospital. The infusion device was requested to be returned for product evaluation.